Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, the most probable root cause is the most probable root cause is user error: using too short of an implant or not placing the implant deep enough, and possible late loosening. Three ifuse implants. 7x50mm, 7x45mm and 7x40mm. The ifuse implant part and lot numbers are not known.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient had two months of si joint pain relief before reporting a recurrence of si joint pain. The surgeon determined that all the implants were loose and that the middle positioned implant may have been too short. In (B)(6) 2019, the surgeon performed a revision procedure where he removed all three implants and replaced them with wider and/or longer implants of the same type. The status of the patient following the revision procedure is not known.